Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on an unknown date and topical skin adhesive was used. Following the procedure, the patient experienced significant erythema surrounding the incision due to allergic reaction. The physician removed the mesh. Additional information has been requested.